Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; anatomical aortic reconstruction in marfan disease: dismantling of a hybrid repair eduard quintana, charles bruce, anna sabate rotes, alberto pochettino, anatomical aortic reconstruction in marfan disease: dismantling of a hybrid repair, european journal of cardio-thoracic surgery, volume 48, issue 3, september 2015, pages 507¿509, https://doi.o rg/10.1093/ejcts/ezu465 if information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient with kommerell diverticulum (kd) dissection of the aneurysmal right subclavian artery (arsa). Extra-anatomical bypass connecting both axillary arteries to the left carotid artery subcutaneously via a non mdt bifurcated graft followed by deployment of the talent stent graft distal to the left carotid artery was performed. The arsa and kd were excluded a coils and the proximal left sub-clavian artery was occluded with a 10-mm non mdt occluder. It was reported approximately 2 years post the index procedure the patient presented with dyspnoea and had a reduced aortic valve and left ventricular ejection fraction. Investigation revealed the kd had not been successfully excluded and had continued to enlarge. The descending thoracic aorta was dissected from the stented thoracic segment to the iliac arteries with a type I endoleak flow to the kd noted. Intervention with surgical repair and total arch replacement was completed. 3 months later a thoracoabdominal repair with explant of the stent graft was completed. Per the physician the cause of the expansion, dissection and type ia endoleak were undetermined. No additional clinical sequelae were reported and the patient is fine.